Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hemicolectomy, the surgeon fired the device to the mouth side ileum and anal side colon for the dissection, end-to-end anastomosis was made. To close the insertion site, the reload was connected to the idrive, and the surgeon fired the device. In the middle of firing, the device stopped firing and did not advance further. After retrieving the knife with the silver button pushed, the device was removed from the tissue with no problem. Connecting the new reload, the surgeon fired the device again. The firing was completed at the range of the tissue, however, the device stopped at the end of the tissue. The surgeon pushed the blue button, and the knife advanced again. Then the firing was completed, retrieving the knife and the device was removed from the tissue. The last known patient status is good.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation.

Manufacturer narrative:
(B)(4) post market vigilance (pmv) led an evaluation of one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A medtronic reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. A review of the device history records indicates the lot numbers of the device was released meeting all medtronic quality release specifications at the time of manufacture. This failure mode has not been identified as a trend and a process improvement has been implemented.